Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions for performing pump reset, and reset pump with assistance; malfunction code did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code occurred again, and customer acknowledged these instructions.